Manufacturer narrative:
Evaluation results:evalution - (other): visual inspection of the product found one haptic torn off. There was evidence of surgical residue. An investigation is in process for lens tears.

Event description:
The haptic of an aq2010v model lens broke while it was being inserted. The lens was implanted and removed with no patient injury or event.